Event description:
The dealer just got the unit back from repair, (B)(6) and the unit failed after 1 hour of use. The dealer states that the unit alarms with a yellow light. Then after resetting and plugging into a different outlet the red light comes on after an hour of use and then the unit goes to yellow alarm shortly afterwards. Every alarm comes one hour after use. The dealer has no further information available.